Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed to remove colon tumors on (B)(6) 2013. According to the complainant, the snare was connected to the generator and current was delivered, but the physician felt that something was "unusual." It was reported that when resecting the tumors, it was difficult to cut using this snare. The active cord was not firmly connected to the snare but it was still able to resect a tumor. The physician decided to use another captivator snare with the same active cord to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "good" following the procedure.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used during an endoscopic mucosal resection (emr) procedure performed to remove colon tumors on (B)(6) 2013. According to the complainant, the snare was connected to the generator and current was delivered, but the physician felt that something was "unusual." It was reported that when resecting the tumors, it was difficult to cut using this snare. The active cord was not firmly connected to the snare but it was still able to resect a tumor. The physician decided to use another captivator snare with the same active cord to complete the procedure. There were no patient complications reported as a result of this event. The patient¿s condition was reported to be "good" following the procedure.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the returned device found a bend in the distal portion of the catheter. The device extended and retracted as intended during functional testing. Electrical resistance testing was performed and found the device within manufacturing specifications. Measurements of the cautery pin/ plug were within manufacturing specifications and no anomaly was identified in the dimensional inspection. The condition of the returned device was not consistent with the complaints of cutting and connection issues. The device showed neither evidence of the alleged issues, nor any defect which could have contributed to the event. The bend found in the catheter was likely caused by manipulation of the device during the procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.